Manufacturer narrative:
The straight suction was returned to the manufacturer for analysis. Analysis found that the returned straight suction was not able to verify when attached to a known good tracker returning a divot error of 4.2 mm to 4.4 mm. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not known at the time of reporting. No parts have been received by the manufacturer for evaluation. The manufacture date was not known at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the straight suction was damaged. No patient was present at the time of the event.